Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected, vitros tropi es results were obtained from two different patient samples when tested on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Historical vitros tropi es quality control results were not provided to evaluate the performance of vitros tropi es lot 2600. Therefore an issue with vitros tropi es lot 2600 cannot be entirely ruled out as a contributing to the event. A diagnostic within run vitros tropi es precision test was not performed to evaluate the performance of the vitros eci immunodiagnostic system, therefore an unexpected instrument issue cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained two non-reproducible higher than expected troponin I results when processing two different patient samples using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. Patient sample 1 result of 2.090 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 3.530 ng/ml versus the expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).